Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer was calling and looking for part number for wheel locks. Dealer mentioned that the wheel locks are broken.